Event description:
Per medtronic, this lv lead was capped and replaced. Medtronic, as well as the hospital were the revision happened at, did not have the reason for taking this lead out of service. It is unknown why this lead was capped. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.